Event description:
The customer reported that the defibrillator indicated that there were no pads attached when the pads were connected to the unit. The customer checked the instrument with a tester and found that the problem may be with the accessory adapter cable.